Event description:
It was reported that during the elective replacement pacemaker procedure, this ventricular lead was explanted (capped) due to low impedance, less than 100 ohms. The device was actively implanted for approximately 9 years, 1 month.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possesion of the lead, as it is capped off inside the patient. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.